Event description:
Surgery was being performed using the cusa excel 23khz cem nosecone. The event was described as follows; the diathermy appeared to be continuously "on." Between episodes of a liver transection the instrument was laid down and a section of small bowel had come into contact with the tip of the instrument causing a full thickness burn. Additional information has been requested. Additional information received (B)(4) 2012 - (B)(4) 2012, complementary information received: the case was a laparoscopic right liver resection that had to be converted to open due to abnormal right portal vein anatomy. The whole procedure took around 7-8 hours and the incident happened after around 6 hours. The nose cone was in use for perhaps 1 - 1.25 hours towards the end of the resection when the incident occurred. The equipment settings were as follows; tissue select (standard) but had been used at 2 plus, aspiration 7 or 8, amplitude 7 or 8, irrigation 6 or 7. The valleylab diathermy was connected to the handpiece and being controlled by the handpiece blue button. No other energy sources were being used. The actual sequence of events was that the handpiece burnt the operator and caused me to drop it on the bowel which was then burnt. Unfortunately I was examining my own injury and hence the more severe injury to the bowel. The foot control was not operational at the time as I had stepped away from the table. The diathermy unit was indicating (audible tone) that current was being passed through the handpiece, despite the button not being depressed ensuring a full thickness burn to the bowel. Presumably, the tip had reached a very high temperature during the transaction with the diathermy being fully operational to cause me to drop the handpiece. The irrigation was not checked at the time and wonder, in retrospect, whether this had failed for some reason during the transaction as well, to cause such extraordinary heat. The bowel burn required a resection and anastomosis leaked on day 12. His recovery is slow and unfortunately a consequence of the sequence of events.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.